Manufacturer narrative:
Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the customer's products are working as intended - unable to establish contact with customer at this time. No product notification letter sent to customer to contact customer care due to no address on file.

Event description:
Consumer reported complaint for low and high blood glucose test results. The customer is concerned with low tests results obtained of 62mg/dl and 34mg/dl and high blood glucose test result of 144mg/dl. The expected fasting blood glucose test result range is 90mg/dl - 120mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call, a back to back blood test was performed by the customer and resulted in a reading of 111mg/dl non-fasting. The test strip lot manufacturer¿s expiration date is 12/31/2020 and open vial date is 08/17/2019. The meter memory was reviewed for previous test result history. (B)(6).

Manufacturer narrative:
Internal report reference number: (B)(4). Sections with additional information as of 01-may-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Corrected sections as of 01-may-2020: h3: device was returned to manufacturer for evaluation corrected from "yes" to "no".